Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as the mobile programmer was delivering pacing on the atrial channel the mobile programmer base lost telemetry with the implantable device and the mobile programmer system "stalled" for nearly two minutes. The mobile programmer application screen went blank and displayed an error message. It was required that the user re-establish the connection between the mobile programmer and the implantable device. The mobile programmer analyzer continued to deliver atrial pacing for the duration of the issue. No patient complications have been reported as a result of this event.